Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported difficulty grasping, difficulty capturing, slda, and poor image resolution appear to be related to patient morphology/pathology. The reported unexpected medical intervention was a result of case-specific circumstance as an additional clip was implanted to stabilize the slda. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. A xtw mitraclip (lot: 30906r1056) was placed a2/p2 successfully but with difficulty grasping and capturing. A second clip ntw (lot: 30619r1018) was then placed to further reduce mr, which also had difficult grasping and capturing. During release of this second clip, the device detached from the anterior leaflet (single leaflet device attachment (slda)). A third clip (xtw (lot: 30906r1048) was then placed to stabilize the slda. Third clip also had difficulty grasping and capturing. The procedure ended with mr reduced to grade 2. Post procedure, the patient was stable. It was thought the slda was related to the degeneration of the leaflets making grasping and capturing difficult.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.